Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Device manufacturing date is unavailable. The navigation system was used for another procedure on (B)(6) 2015 and there were no issues. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. After patient registration the surgeon went to confirm accuracy on superficial anatomy and noted a 2 to 5 millimeter depth inaccuracy prior to moving into navigate. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.